Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic phacoemulsification handpiece (hp) was warmed up in phacoemulsification step and stopped working with a system message. There was no patient harm. Additional information has been requested. Additional information received clarifying that the hp exhibited intermittent phacoemulsification. The procedure was completed successfully by re-priming the hp or replacing the console.

Manufacturer narrative:
Corrected information is provided in sections b.2 and h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction or a serious injury. No further reports will be reported under mfg report num. 2028159-2022-00054. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received clarifying that the phacoemulsification handpiece stopped working with a system message and failed to prime. There was no patient involvement.